Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer obtained questionable low sodium and potassium results for one patient sample using the ise indirect na, k, ci for gen.2 assay on the cobas 6000 c (501) analyzer, module number c4. All results are in units of mmol/l, and all were released outside of the laboratory. Original and corrected reports were sent to the medical general practitioner. The initial sodium result was 127.3 with a data flag; the initial potassium result was 3.25. Chloride was not tested. The sample was repeated on module c3. The sodium result was 143.9. The sample was repeated on module c2. The sodium result was 144.4; the potassium result was 4.18. The patient also had a chloride result of 102.6 on this module. There was no allegation that an adverse event occurred. The sodium electrode lot number was given as "1". The potassium electrode lot number was not provided. Calibration and qc information was not provided. The customer performed precision checks which were acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes could be related to sampling issues or ion-selective electrode/reference flow issues.

Manufacturer narrative:
The customer obtained a final potassium result of 4.16 mmol/l on module c2. Possible causes for this issue include air in the sample channel or reference line; leaks in the ion-selective electrode or reference line; leakage current coming from waste; and old and/or expired reference electrode.